Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had display anomaly. Customer's blood glucose at time of incident was 7.2mmol/l. Customer's mother stated that patient fell hard on his pump and gave immediately alarm with alarm with blinking led. Customer's mother stated that by pressing a button display stays black. Customer stated that display is hard to read and it's impossible to stop the alarm. Customer pump was replaced during vacation on the camping place.

Manufacturer narrative:
Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant flashing white light on the display. The insulin pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller printed circuit board. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.